Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product bi71000144, lot number: unknown and product bi71000135, lot number: unknown  h3/h6: the system was serviced in the field and the system was rehomed to resolve the issue. Codes b01, c07, and d02 apply.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not completely close and would not dock correctly. There was no patient involvement.